Event description:
Vns patient experienced short periods of tachycardia (>140) while device was programmed to rapid cycling parameters. The tachycardia reportedly stopped when device was programmed back to normal cycling parameters. The patient was referred to cardiologist for evaluation.